Event description:
It was reported that shaft break occurred. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. During introduction of the device over an unspecified guide wire, it was noted that the shaft on the catheter was broken into two pieces. The device was never advanced inside the body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).